Event description:
During remote monitoring, the device delivered an inappropriate shock in response to fast-conducted atrial fibrillation. No malfunction was alleged as the inappropriate shock was due to the programmed settings on the device. The patient was later seen in-clinic, and the device was reprogrammed to avoid any further episodes of inappropriate therapy. The patient was in stable condition.